Event description:
Catheter accordians during insertion; unable to thread catheter into vein; similar problem was reported to MFR in 6/01; they found no defects/abnormalities and were unable to duplicate problem in lab setting.